Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was cardiac arrest. Five days prior to death, the patient had a heart attack and was hospitalized. The patient was on a ventilator while hospitalized. Other treatment while hospitalized was not reported. Automated peritoneal dialysis (apd) therapy was ongoing until the hospitalization and continuous ambulatory peritoneal dialysis therapy (capd) was ongoing while the patient was hospitalized. The patient was not performing apd therapy at the time of the heart attack or death. It was not reported if the patient was performing capd at the time of heart attack or death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing related to the reported event. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. The cause of the reported event of death could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.